Manufacturer narrative:
(B)(4). Photographic analysis: two pictures were provided. The pictures show a staple line, no staples at the beginning of the cut seems to be present. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastric bypass procedure, at the first firing with a blue magazine the first two centimeters of the staple line were incomplete, unformed staples, the rest of the staple line was ok. No further information is available. Another like device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5730u the analysis found that one ec45al device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.